Event description:
The technician alleged that the trendelenburg release was not working. No pt impact.

Manufacturer narrative:
The technician replaced the manual trendelenburg valve to resolve the issue.